Event description:
Patient came to the hospital in distress and died. Cause of death pulmonary edema due to mitral valve disease and sepsis. Patient had a previous hospital visit in 09/02 for a reversible ischemic neurological deficit.